Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump has been "losing minutes". Customer had elevated blood glucose levels (358 mg/dl). Customer delivered a bolus and manual injection to bring bg levels to target range. Tandem technical support guided the customer through adjusting the pump time.